Event description:
It was reported during a laparoscopic hernia repair the ems stapler jammed. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50640. Ees #.981994/j. D5; h4: information not available, device not returned for analysis.